Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false postive result on 12 september. Negative on pcr and rapid antigen test the following day. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false postive result on 12 september. Negative on pcr and rapid antigen test the following day. Asymptomatic. Fully vaccinated.

Event description:
User received a false positive result. Pcr and rapid antigen tests were negative. User was asymptomatic.